Manufacturer narrative:
The reporter's test strips were provided for investigation where they were tested using a retention meter and controls. Testing results (qc range = 2.3 - 3.5 inr): vial 1: qc 1: 3.0 inr, qc 2: 2.9 inr, qc 3: 3.0 inr. Vial 2: qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of questionable inr results for 1 patient tested with a coaguchek xs meter, serial number (B)(4), compared to an unknown laboratory method. The meter result at 9:52 a.m. Was 6.8 inr and at 9:54 a.m the meter result was 6.1 inr. The result from the laboratory taken a few minutes after the meter testing was 4.4 inr. The patient's therapeutic range is unknown and they test once a week.